Event description:
A pt who was implanted with the charite disc had a revision three days post-op. Surgeon reported that the migration of the implant was due to pt non-compliance. As surgical intervention occurred an MDR is being filed to document this event.